Event description:
"Alleged allergic reaction". Patient wanted two bruxzir crowns to replace gold crowns. Dr. (B)(6) had them made and cemented into patient's mouth. Patient read that bruxzir crowns are finished with a spray glaze that has aluminum oxide as a component. Patient reported to dr. (B)(6) laboratories that he now has vomiting, diarrhea, and stomach cramps from the aluminum in the spray glaze. Patient had another dentist remove the bruxzir crowns and had e.max crowns put in. E.max is very similar to bruxzir and is also finished with their ceram spray glaze which also has aluminum oxide as a component. Aluminum oxide is a ceramic not a metal. Metal allergies present with rash and swelling, patient has neither.